Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and a segment of the associated outflow graft strain relief, including the strain relief screw, were returned for evaluation. The outflow graft has not been received for evaluation at the medtronic facility in miami lakes, florida. Various analyses were conducted and reviewed in order to evaluate the performance of the received device in relation to the reported event. Failure analysis of the returned device revealed that the returned segment of the outflow graft strain relief passed visual inspection and functional testing. The outflow graft strain relief screw was able to be tightened securely and loosened appropriately. Following the instructions in the instructions for use (IFU), and using (B)(6) and a representative outflow graft, the strain relief was able to attach to the pump's outflow conduit with no anomalies observed. As a result, the reported event could not be confirmed. Based on the risk documentation and historical review of similar events, a possible root cause of the reported event may be attributed, but not limited, to design issues and/or assembly technique during the implant procedure. Additional products: d4: serial or lot#: (B)(6). H6: img code(s): g04019 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b5: the event description was updated to include an additional device that was associated with the event. Correction d6a: the implanted date was updated to (B)(6) 2021. Correction d6a: the explanted date was updated to (B)(6) 2021. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2022 / lot#: 2002843113 UDI #: (B)(4). D9: no h4: mfg date: 29-feb-2020 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0504 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was leakage from the outflow graft (ofg). The ofg was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) and a segment of the associated outflow graft strain relief, including the strain relief screw, were returned for evaluation. The outflow graft (2002843113) was not returned for evaluation. No performance allegations were made against (B)(6) . Review of the inspection documentation confirmed that the associated outflow graft met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the received devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of the outflow graft strain relief revealed that the device passed visual inspection and functional testing. The outflow graft strain relief screw was able to be tightened securely and loosened appropriately. Following the instructions in the instructions for use (IFU), and using (B)(6) and a representative outflow graft, the strain relief was able to attach to the pump's outflow conduit with no anomalies observed. As a result, the reported event could not be confirmed. Based on the risk documentation and historical review of similar events, a possible root cause of the reported leak event may be attributed, but not limited, to design issues and/or assembly technique during the implant procedure. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant right after the ventricular assist device (vad) was assembled a leak was noticed due to improper seal of the outflow graft strain relief. The vad has been exchanged. No patient complications have been reported as a result of this event.